Event description:
Customer reported extreme differences between sensor glucose values and blood glucose values. Customer stated that the blood glucose value was 300 mg/dl while the sensor glucose value was 40 mg/dl. Customer also stated that she was having trouble with sensor calibration. Blood glucose level was 248 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.